Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, distal right coronary artery (rca) the progress guide wire was advanced with the support of a non-abbott microcatheter but failed to cross the lesion. The guide wire was removed and two other non-abbott guide wires were attempted to cross the lesion without successful. The microcatheter was replaced and the same progress guide wire was advanced successfully across the lesion; however, the guide wire had become separated due to interaction with the microcatheter. The separated fragment could not be snared and remains in the anatomy. There was no reported clinically significant delay in the procedure. No additional information was provided